Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It was unknown whether the device had met relevant specifications. The product was not used for patient treatment. A potential root cause for this failure mode could be ¿defective components received from supplier". Visual evaluation of the returned sample noted one opened (with original packaging), dispoz-a-bag. Visual inspection of the sample noted that the packaging was empty, and no sample was return for evaluation, therefore this investigation is considered inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the extension tubing in the leg bag was missing from the package. Customer had to use the extension tube from another package to utilize first bag. As per additional information received via sample form on 25jan2023, it was stated that the leg bag did not have the connecting tube. As per follow-up via phone on 25jan2023, it was reported that once they purchased this product from the local pharmacy, it was missing a piece.

Event description:
It was reported that the extension tubing in the leg bag was missing from the package. Customer had to use the extension tube from another package to utilize first bag. Per additional information received via sample form on 25jan2023, it was stated that the leg bag did not have the connecting tube. Per follow-up via phone on 25jan2023, it was reported that once they purchased this product from the local pharmacy, it was missing a piece

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.